Event description:
The customer reported that a healthcare worker (hcw) experienced contact with residual hydrogen peroxide as she was removing the load from the sterrad 100s. The hcw washed the affected area (thumb of the right hand) with running water, then treated with ointment and the area was wrapped in bandages. The hcw was not wearing personal protective equipment (ppe). The customer reported that the vaporizer plate was not in place as required by the sterrad 100s user guide.

Manufacturer narrative:
A vaporizer plate is installed in all sterrad 100s sterilizers. This vaporizer plate minimizes the risk of liquid hydrogen peroxide coming into contact with the load in the chamber. It also helps keep the load and the chamber clean. Operation of the sterrad 100s sterilizer without the vaporizer plate in place may result in hydrogen peroxide remaining on the load after a successfully completed cycle. Residual hydrogen peroxide remaining on the load can result in operator contact and/or injury.

Manufacturer narrative:
Asp investigation results: an asp field service engineer (fse) visited the facility on (B)(4) 2010. An empty test cycle was done successfully. The fse found nothing wrong with the sterrad 100s ((B)(4)). If the vaporizer plate is not in place prior to the sterilization cycle, h2o2 may remain on the sterilized load and can cause injury to the user. The user did not check the sterilizer to ensure the vaporizer plate was in place and since the vaporizer plate was missing, the employee came into contact with h2o2. The complaint trend for h2o2 contact issues on the sterrad 100s from (B)(4) 2009 through (B)(4) 2010 was reviewed. The overall trend has been below the upper control limit (ucl). The dpmo analysis for the most recent month ((B)(4) 2010) with the unchanged ucl shows that the trend is being well within the control limit and is considered to be low risk. There is no trend of h2o2 skin contact based on the service and complaint history of this machine from the last six months ((B)(4) 2009 through (B)(4) 2010). The health hazard evaluation (hhe) was reviewed for this issue. The hhe health index is a 3 or none/ negligible. The severity of the injury is considered limited (transient, self-limiting illness or minor injury). The system hazard and user misuse analysis (shuma) shows that the risk index associated with exposure to h2o2 condensate on load surface is 3, which is category I or "broadly acceptable risk". A review of the device history record (DHR) for this sterrad 100s system ((B)(4)) released on 7/14/05 shows that the system met all specifications at the time of release for shipment, and there were no issues related to these failure modes. No further action is required at this time, asp will continue to track and trend the issue.